Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, neuromuscular problems and vaginal scarring. It was reported that the patient underwent a graft revision of mesh on (B)(6) 2007 due to graft erosion/extrusion from mesh material on the anterior/posterior side. It was reported that the patient underwent removal of mesh on (B)(6) 2010 due to rectocele, mesh erosion, urinary frequency and nocturia. It was reported that the patient underwent excision of eroded mesh on (B)(6) 2011 concurrently with colpocleisis and perineoplasty due to recurrent prolapse, cystocele and mesh erosion. It was reported that the patient underwent excision of eroded mesh on (B)(6) 2012 concurrently with colpocleisis, erineoplasty and cystoscopy due to enterocele, vault prolapse, perineocele, and exposure of mesh material. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection.